Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the intellivue patient monitor did not alarm for a spo2 event. No further information regarding the type of monitor involved, the date, time, and bed label for the event, and the spo2 alarm expected had been made available at the time of the initial report. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the intellivue patient monitor did not alarm for a spo2 event. No further information regarding the type of monitor involved, the date, time, and bed label for the event, and the spo2 alarm expected had been made available at the time of the initial report. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The remote service engineers (rse) were contacted to gather information on the type of monitor involved, the date, time, and bed label for the event, and the spo2 alarm information surrounding the event. After four attempts to gather information, there was no response to supplement the report. The only information known is that the monitor alarmed yellow and showed the desat and yellow alarm as lower then expected. The rse found that the alarm did not violate the 20 second delay time. The alarm issue was not a malfunction but an issue of configuration with the customer not understanding the delay time that was configured.